Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint the 32g pen needles did not aspirate. Customer stated the package had not been open or damaged when received. The product was dispensed to the customer on (B)(6) 2022. Customer is feeling well at this time and is not having any diabetic symptoms. Customer using compatible insulin pens with pen needles. Customer did advise as to bruising at the injection site of the abdomen; however, no medical intervention was needed.

Manufacturer narrative:
Internal report reference number: (B)(4). Expected pen needles were not returned. Customer returned pen needles with the wrong lot# 1d608. Note: manufacturer contacted customer in a follow-up call on 13-oct-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she obtained replacement product from the pharmacy and that the initial concern has been resolved.

Manufacturer narrative:
Sections with additional information as of 30-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: expected pen needles were not returned. Customer returned pen needles with the wrong lot#. Complaint was forwarded to supplier quality based on complaint's description for investigations. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.